Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-06725. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Terminal buckling is considered to be an event caused by the scope used in the combination. The terminal buckling within the scope connector socket occurred in the order described below. When inserting the scope internal into otv-s190's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in otv-s190. The terminal inside the scope internal socket of otv-s190 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector caught. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found that there was a bent pin #12 in the bottom middle section causing no image with the test ltf type vh. The video connector was replaced. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The system shows there is a bent pin and the camera does not show an image. There was no patient injury or harm. No additional information was provided.